Manufacturer narrative:
(B)(4): literature citation: anand, et al. Mid-term to long-term clinical and functional outcomes of minimally invasive correction and fusion for adults with scoliosis. Neurosurg focus. 2010; 28 (3): rhbpm-2, pedicle screws. No therapy or implant dates were given. The device remains implanted: a review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.

Event description:
In a retrospective study, clinical data was reviewed for 28 consecutive patients who underwent fusion over three or more levels, and had a minimum of one year of follow-up. All patients had severe predominantly low- to middle-back pain. All patients had participated in extensive conservative therapies without adequate relief of their symptoms before being considered for surgery. The mean age of the patients in the study was 67.7 years. The patients underwent a single or combination of surgical interbody disc release and fusion procedures: axialif (axial lumbar interbody fusion), dlif (direct lateral interbody fusion), or xlif (extreme lateral interbody fusion). The amount of rhbmp-2/acs used varied with surgical technique and level treated. From the data presented, it is not possible to determine the surgical technique, levels treated, or rhbmp-2 dose for a specific patient. All patients maintained correction of their deformity and were noted to have solid arthrodesis on plain radiographs at one year follow-up. Intraoperatively, this patient had a retrocapsular renal hematoma that was closed off. The patient lost 2000ml of blood and received appropriate transfusions, with no untoward sequelae. No other details were mentioned.